Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that the paramedics were called for the high blood glucose. The customer's blood glucose was 800 mg/dl at the time of the incident. The customer's blood glucose was 460 mg/dl at the time of call. The customer's blood glucose was 600 mg/dl at the time of emergency call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that he treated his high blood glucose with the insulin pump. The customer also reported that he experienced chest pains and high heart enzymes. The customer declined to troubleshoot for air bubbles and leaks. The customer stated that there were no insulin and site issues and setting issues found during troubleshooting. The customer performed high pressure test twice but the insulin pump did not alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the lcd window and broken battery tube threads.